Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was delivered properly during testing. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was 366 mg/dl. Customer was assisted with performing the high pressure test and test failed. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. Customer was advised that we are sending replacement pump.